Event description:
During a remote follow-up, decreased pacing impedance, increased capture threshold and oversensing were observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported events of inadequate capture, unspecified oversensing and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. Test for hi-pot failed due to the lead body damage consistent with procedural damage at the proximal region. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.